Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported by the customer that the drill will not stop when trigger released. It is unk if there was any patient involvement, adverse consequences or if the event occurred during a procedure. The account was called to obtain further info, but they were unable to provide any further info.